Event description:
Stent was dislodged and stuck within the cook raabe guide sheath.

Manufacturer narrative:
Visual analysis of the device was not possible, as neither the stent, nor the balloon catheter were included with the introducer sheath. The ability for the stent to fit within the hemostasis valve was checked by using a 1.5 mm mandrel. The mandrel was passed through the valve and emerged in the other end without the stent. Attempting to insert a 2 mm mandrel into the introducer sheath proved to be very tight; especially inside the hemostasis valve. It is unk what the tolerance is on the inner diameter of the introducer sheath. Therefore, it cannot be determined if the sheath meets cook's specification. A review of the data from quality control indicated successful passage of the lot qualification samples through a 6french sheath. With no additional procedural details, films or that particular balloon catheter and stent, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the procedural information provided, as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.